Event description:
Karl storz wound closure device broke when closing a port hole. The tip fell into pt's abdomen, we were able to locate the broken tip and remove from the pt. The pt was unharmed, we got another device and used that to close port hole. The instrument was discarded and a new device was ordered. Karl storz wound closure aka center thompson wound closure device.